Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had fracture, high and undefined pacing impedance, low impedance, insulation damage and caused muscle stimulation. The lead was explanted and replaced. No patient complications have been reported as a result of this event.